Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported: pigtail of zso-7-7 was bent during preparation. The nurse could not get a wire guide (visiglide 2 0.025" straight) pass.so she used a new zso-7-7. Guide wire was not replaced. Patient outcome: n/a. Replacement device¿s lot number was not recorded.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 09-jun-2025.

Manufacturer narrative:
Device evaluation: the zso-7-7 device of c2119237 lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to pr: (B)(4). Manufacturing records review: prior to distribution zso-7-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-7 of lot number c2119237 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2119237. Instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to potential kinked pigtail occurring while the stent was being straightened as it was being loaded onto the wire-guide likely causing issue reported. Summary: the complaint is confirmed based on customer/or rep testimony. There was no impact to the patient as this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide likely causing issue reported.